Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. A journal article reviewed 608 median sternotomy patients- 59.2% were isolated coronary artery bypass grafting, 7.7% were isolated valve procedures, and the rest were mixed/concomitant procedures. Of the complex cases, ten patients expired less than ninety days post-operative with a study population of a mean age of 65.7 years at time of surgery. It was reported that the study had a substantial number of high risk cardiac procedures with a mortality rate at or below expected values and that the procedures were completed without device related complications. As the complaint indicates, the patient's expired within ninety days of the procedure without allegation against the device. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Gerdisch, marc, johns, chanice m, barksdale, andrew, parikshak, manesh. Rigid sternal fixation and enhanced recovery for opioid-free analgesia after cardiac surgery. Ann thorac surg. 2024;118(4):931-939. Https://doi.org/10.1016/j.athoracsur.2024.06.032.

Event description:
It was reported in a journal article from perioperative & critical care: research, which studied contributions of rigid plate fixation on postoperative pain, opioid use, and other sternotomy outcomes. Ten patients had death occur within 90 days of operation due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on february 27, 2026, to address corrections. Device performance and/or risk profile are not impacted¿. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.